Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had retroperitoneal bleed from a procedure of af post approval registry study. Patient required hospitalization. Patient prognosis was satisfactory. Causality of the adverse event was procedure related and possibly device related.